Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 was found leaking at the connection site during use. The leakage was contained to the linens only. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the customer refers leakage when the injector is used together with the connector. No pictures of the defect or samples are available. Only one picture with the references and lot used has been provided. Two retained samples of each device (injector and connector) were tested together: visual inspection shows no defects. When connected the injector (+ infusion bag) to the connector, no leak has been found. No flow issues found neither (see pictures attached). After the experience (carried out with colored saline), the membrane of 4 devices showed no defects. No qn's or other events were found during DHR review. Two retained samples of each device (injector and connector) were tested together: visual inspection shows no defects. When connected the injector (+ infusion bag) to the connector, no leak has been found. No flow issues found neither. After the experience (carried out with colored saline), the membrane of 4 devices showed no defects. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according (B)(4) current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) and also for connector housing are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components and connector housing are measured to check if the dimensions are within tolerance. Assembly process: according to (B)(4) current version injector. The following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. According to (B)(4) current version (connector), it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to (B)(4) (current version). Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to (B)(4) (current version) for all phaseal products. Conclusion: no defects were found in retained samples. No qn's or other events were found during DHR review. The root cause of the defect cannot be established.